Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes, section d9 - date returned to manufacturer: march 12, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. Viscoelastic residue was observed to be distributed evenly throughout the cartridge. The cartridge and cartridge tip were deformed. Stress marks were also observed on the cartridge but were in specification for a used device. The lens module was inspected, revealing no issues; however, viscoelastic residue was observed inside and on the lid. Device assembly was inspected, revealing no issues; viscoelastic residue was observed below the lens module indicating an excessive amount of viscoelastic may have been used which could have contributed to the complaint issues reported. The plunger rod and plunger rod advancement were inspected, revealing no issues. The lens was cleaned and inspected, revealing damage on the edge of the lens. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "override" was not identified during product evaluation. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: a photograph provided by the customer was evaluated. The photograph displayed the suspect product in the handpiece tray, the original folding carton, and a specimen cup. No issues could be identified from the photograph. Due to no product being received, no further evaluation could be performed. The complaint issue "lens damaged" and "override" were not identified during photograph evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician went to implant the eyhance simplicity model intraocular lens (iol), doing the same process as usual and the plunger passed over the lens. The physician returned the injection plunger and inserted the lens. It was noted that the iol was marked. Therefore, the lens was replaced during the same surgery. No further information was provided.